Event description:
The customer received questionable cholesterol generation 2 (chol) results for one patient sample. The original chol result was 43 mg/dl and was reported outside the laboratory. The patient's ldl-cholesterol result was negative (-44, no units of measure were provided) which caused the customer to repeat the sample. The sample was repeated on the same cobas 6000 c501 analyzer and generated 148 mg/dl. The sample was repeated again on a different cobas 6000 c501 analyzer (serial number (B)(4)) and generated 150 mg/dl. The patient was not adversely affected by the event. The chol reagent lot number was 63506801. The field service representative determined a damaged sample probe was the cause and he replaced the sample probe. The customer performed a chol precision run which was acceptable.